Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that prior to an IV push, during a lactated ringer¿s infusion, a leak was observed from the top of the pump, and the patient¿s arm was wet. The nurse opened the pump door and found the upper fitment and pumping segment had come apart. The nurse had not started the IV push at the time of the event. No patient or clinician harm was reported.

Manufacturer narrative:
The customer¿s report that the set separated between the silicone segment and the upper fitment and leaked was confirmed. Visual inspection confirmed the separation. The ring retainer was not received with the set. A ring retainer indentation was observed around the end of the silicone pump tubing where the separation occurred. The silicone pump tubing was measured and found to be within specification. Functional testing could not be performed due to the separation. The root cause of the separation could not be determined.

Event description:
The customer reported that prior to an IV push, during a lactated ringer¿s infusion, a leak was observed from the top of the pump, and the patient¿s arm was wet. The nurse opened the pump door and found the upper fitment and pumping segment had come apart. The nurse had not started the IV push at the time of the event. No patient or clinician harm was reported.